Event description:
It was reported that approximately 2 years and nine months post-implantation, the patient underwent a hip revision due to dislocation. A new head and liner were placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 010000858, lot#: r7315332a g7 neutral e1 liner 36mm f. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.